Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported low blood glucose levels when delivering the fixed prime. The customer also stated that she was hospitalized due to low blood glucose levels, with a reading of 54 mg/dl. The customer declined to perform troubleshooting on the insulin pump. The customer just felt that fixed prime feature is unnecessary. Nothing further was reported.